Event description:
It was reported that the right ventricular (rv) lead threshold has continuously been high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: e2dr21aa implantable pulse generator (ipg), implanted: (B)(6) 2006; 5076 implantable pacing lead implanted: (B)(6) 2006. (B)(4).